Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the device could not be turned off when the patient experienced overstimulation. And since then, the ipg had not been charged. The patient underwent an ipg replacement procedure and was doing well postoperatively.